Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) coil impedance had been slowly trending upward and alerted with an out of range measurement and then went back down. The patient experienced dehydration on the same day as the alert. There was also noise noted and a fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead again triggered for high impedance which was replicated with isometrics. It was suggested that the alert range be increased because the alert limit is still within lead specification. The lead remains in use.